Manufacturer narrative:
An arjohuntleigh investigator has examined the device and found that the general condition of the device is fine and all functions conform product specifications. Additional comments from the reporting customer contact: the customer was no aware of that they were supposed to report this kind of incidents. The subject came up in a discussion about the resent fsn. The customer were informed that they need to report this kind of events and the incident were reported to the MFR. Comments/conclusion by the MFR: the described problem is already known and investigated in CAPA (B)(4). It has been handled in two fsns (field safety notice). In the first fsn (B)(4) in sep 2007, the operating and product care instructions (opi) were update with new warnings to ensure that no male genitals were pinched in the carendo chair. The updated opi were distributed to all customers. In the second fsn (B)(4) in june 2009 a new seat cushion, mandatory to use at all times, was developed to prevent the pinching. The cushion was distributed to all customers. The issue has also been investigated in earlier incidents. (B)(4) (mdr9611530-2009-00043), (B)(4) (mdr9611530-2009-000033), (B)(4) (mdr9611530-2009-00005) and (B)(4) (mdr9611530-2008-00049).

Event description:
As stated by the customer in incident investigation report 2009-(B)(6): during toiletround the scrotum of the client got stuck. This happened during change of position from care to sitposition. The pt was put into bed, blew. Put lots of ice on it. Two new cushions are given already. (B)(4).